Event description:
Healthcare professional reported "¿pain and swelling¿, ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, explant, discomfort, pain, en bloc capsulectomy, tightness, itching, contracture, burning, pathological evaluation to rule out bia-alcl, post-operative complications including seroma, repeated drainage of seroma; and other physical and emotional manifestations that are severe and ongoing¿" against the device. The following reported events have been deemed not related to the device: disfigurement, significant scarring, muscle damage, depression, anxiety, chronic insomnia, weight loss; muscle pain. This record is for the right side. Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contracture, baker grade unknown; swelling, tightness, seroma.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, h6.